Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose of 500 mg/dl due to being on manual injections. Customer did not have anymore supplies and was on manual injection since the morning of call. Customer was awaiting emergency supplies.